Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 88 year old male patient presenting with acute myocardial infarction and cardiogenic shock with "severe" aortic stenosis. A balloon aortic valvuloplasty was performed and the patient was placed on the impella cp optical for hemodynamic support. The physician alleged the patient to have decreased cardiac output as the result of having the impella in place. The impella was ultimately removed and the patient's hemodynamics improved.